Event description:
It was reported that the lead was extracted during generator change out due to externalized conductors. No further information was available.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.1cm was returned for analysis. External insulation abrasion was noted at 12.3-12.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.5-11.8cm from the distal tip. Internal insulation abrasion was noted at 10.0-10.8cm, 17.8-17.9cm, and 18.1-18.2cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 27.9-28.7cm from the distal tip. The etfe coating was intact at these locations.